Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps involved with this complaint and the reported complaint was confirmed during failure analysis (fa). The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.62" was found to be broken off the yaw pulley. The broken piece was not returned. This failure is typically due to mishandling/misuse, such as excess force applied to the instrument jaws. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.137- 0.193 in length and were not aligned with the tube axis.

Event description:
It was reported that during central processing, the cadiere forceps had a broken tip. There was no report of patient involvement.